Manufacturer narrative:
Ge engineering investigation indicates that the downward movement proceeded despite violating collision matrix values. The initial report stated that the emergency stop was used; however, further confirmation from the site indicates that the emergency stop was not used until after the motion ceased. The motion occurred when the cradle was extended into the gantry resulting in the cradle contacting the lower portions of the gantry. The pressure exerted on the cradle resulted in cradle drive rail damage. This issue has not been able to be recreated through current engineering investigation and engineering continues to investigate the problem.

Event description:
It was reported that this site experienced an uncommanded table movement during patient positioning into the gantry. The table movement was in the downward direction when the cradle was extended into the gantry. This caused the cradle to be at an angle and damaged the cradle attachment mechanisms. The patient was removed after the table came to a stop. No injury was reported. The force exerted and the range of travel could potentially result in serious injury.